Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the cable/cord/wiring was damaged on the motor device. It was further determined that the motor and control were defective, the hose was damaged and the coupling was worn. It was further determined that the device failed for cutter lock assessment, handpiece temperature assessment, hand control assessment, noise assessment, safety assessment and for air pump assessment. It was noted on the service order that the device had holes in the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.